Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant medical products: saline mentor siltex round moderate profile 375cc, catalog number 3542660, serial number (B)(4), lot number 5927230. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 375cc on the left breast implant and with saline mentor breast implant of unknown type on the right breast implant and experienced deflation on the left breast implant and bilateral capsular contracture. The deflation was confirmed by physician. As a result, the patient had undergone explantation and replacement with gel mentor memorygel breast implants 490ccon (B)(6) 2019. The patient tolerated the procedure well. This medwatch is for the right breast implant.